Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unresponsive to stylus interaction. It was noted that a replacement stylus was used, calibration was attempted, the service disk was run, software was updated, and the programmer was power-cycled multiple times, but the issue persisted. It was further reported that the display hinge was damaged. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was confirmed. The stylus was found to be inoperable. A printer button was found to be worn and difficult to engage. A display hinge was found to be broken. Hard drive health was found to be sub-optimal. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.